Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient stated that device is just not working and they cannot find the correct setting. Since the implant, the patient is still leaking and going to the bathroom all of the time, and the wife has tried all of the programs. When asked, the caller had the patient respond, the patient said very little improvement, less than 50%. The caller said patient does not have a uti (was tested), and not changes to diet/fluid intake. The caller increased the settings and that they stayed on one program for several weeks before switching to a different. The caller confirmed that they kept the therapy on. The caller said that current program set to 8.5. Patient services reviewed that this is the upper limit of the range and suggested decreasing the setting which caller did.